Event description:
The advocate called for help with the customer's meter. While troubleshooting she performed control tests and received a control test result of "lo". The two other control test results were within the normal control range of 99-136 mg/dl. No adverse events were alleged. No product will be returned for eval.